Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) due to urinary retention. The device was removed and a new aus was implanted. No patient complications were reported in relation to this event. No more information is available at the moment, additional information was requested and will be provided as it becomes available. Additional information received. The device was replaced due the patient also presented recurring incontinence. There were no other patient adverse effects.